Event description:
It was reported that the patient underwent a posterior lumbar spinal fusion at l4, l5, and s1 using rhbmp-2/acs. The patient's post-operative period was marked by complications which included the need for additional surgery, medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant, ectopic bone formation.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2010: patient presented with: acute cauda equina syndrome(true neurologic emergency); extruded sequestered herniation l4-5, l5-s1; spinal stenosis l4-5 bilateral, sequestered disc herniation l4-5; recurrent disc herniation l5-s1; failed laminotomy and discectomy l5-s1; foraminai stenosis l4-5, l5-s1; degenerative disc and joint disease l4-5 and l5-s1; scoliosis; gait disturbance; spinal curve. Post-op diagnosis: same with extra difficulty secondary to prior failed laminotomy and discectomy at the l5-s1 level. Procedures: lntraoperative biplane fluoroscopy; lntraoperative harvest cancellous autologous bone lumbar spine; re-exploration left failed laminotomy discectomy l5-s1; extra difficulty with re-exploration; pedicle instrumentation l4, l5 and s1 bilaterally; right sided transpedicular neural decompression at l5; transforaminal posterior body fusion on the left at l4-5 and left l5-s1; cage instrumentation l4-5 and l5-s1; pedicle instrumentation l4, 5 and s1 bilateral; posterior spinal fusion l4, l5 and s1. Per-op notes: then bone morphogenic protein and cancellous autologous bone were placed in the anterior aspect of the disc space at 4-5, 5-1 followed by an implant measuring 14x32 mm made of a peek material, filled with cancellous autologous bone, bone morphogenic protein placed in the disc space at 4-5 and 5-1. No complications were reported.